Event description:
Caller states that a patient reportedly received the following results on the inform system: 169 mg/dl and 76 mg/dl (inform system 1) - within 3 minutes; 184 mg/dl (inform system 2) and 60 mg/dl (inform system 1) - within 7 minutes; 207 mg/dl, 57 mg/dl (inform system 2) and 218 mg/dl, 52 mg/dl (inform system 1) - within 4 minutes; 303 mg/dl, 222 mg/dl (inform system 1) and 69 mg/dl, 102 mg/dl (inform system 2) - within 3 minutes; 49 mg/dl and 96 mg/dl (inform system 1) - within 2 minutes; 80 mg/dl (inform system 1) and 209 mg/dl, 77 mg/dl (inform system 2) - within 2 minutes; 94 mg/dl, 54 mg/dl (inform system 2) and 110 mg/dl, 91 mg/dl (inform system 1) - within 6 minutes; 116 mg/dl, 73 mg/dl (inform system 1) and 147 mg/dl, 65 mg/dl (inform system 2) - within 3 minutes; hi (greater than 600 mg/dl), 412 mg/dl (inform system 1) and 166 mg/dl, 244 mg/dl (inform system 2); 87 mg/dl (lab) - within 13 minutes; 67 mg/dl (inform system 1), 166 mg/dl and 63 mg/dl (inform system 2) - within 3 minutes; 145 mg/dl, 120 mg/dl (inform system 1) and 333 mg/dl, 77 mg/dl (inform system 2) - within 4 minutes; 82 mg/dl (inform system 2) and 144 mg/dl, 69 mg/dl (inform system 1) - within 2 minutes; 109 mg/dl (inform system 1) and 215 mg/dl, 116 mg/dl (inform system 2) - within 2 minutes; 92 mg/dl and 51 mg/dl (inform system 1) - within 1 minute; 92 mg/dl (inform system 1) and 47 mg/dl (inform system 2) - within 3 minutes. Caller states that "several" lots of strips were in use on the floor at the time of the readings; however, caller only provided two lots of strips for this report. Caller is unsure which lot of strips was used for which inform system, or for each specific reading. No actions taken based on device results. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips; however, caller states that no strips will be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller stated that she does not have any of the strips to return. The following medwatches with patient identifiers correspond to the following system/strip combinations: (B)(6) - inform system 1 ((B)(4)) with comfort curve strip lot 551839. (B)(6) -inform system 1 ((B)(4)) with comfort curve strip lot 551870. (B)(6) - inform system 2 ((B)(4)) with comfort curve strip lot 551839. (B)(6) - inform system 2 ((B)(4)) with comfort curve strip lot 551870. Will not be returned to manufacturer.